Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving infusion or flow problem, use of device problem, defective component, backflow, testing of actual/suspected device, results pending completion of investigation, conclusion not yet available, no health consequences or impact, insufficient information. There is no information on patient involvement and patient impact.

Manufacturer narrative:
Additional information: initial reporter first name, initial reporter last name, initial reporter phone #, initial reporter e-mail and manufacturer narrative. Correction: initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The root cause for the reported issue that the pump issue, infusion or flow problem was not determined. The reported issue that there was the pump issue, infusion or flow problem could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving infusion or flow problem, use of device problem, defective component, backflow, testing of actual/suspected device, results pending completion of investigation, conclusion not yet available, no health consequences or impact, insufficient information. There is no information on patient involvement and patient impact.